Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h10. The device was discarded; therefore, no further investigation can be performed. No CAPA or escalation activities are required at this time. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00753 and 3008114965-2023-00754.

Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x37mm intracranila stent 12 mm dw tip (enc453712, 7835929) became impeded and released in a prowler select plus 150/5cm microcatheter (606s255x, unknown lot). The stent body was separated prematurely from the delivery wire. The physician removed the microcatheter and stent from the patient¿s body and switched to new devices to complete the surgery. Additional information received on 20-oct-2023 indicated that they were no able to move the device at all due to the resistance. There was no evidence of physical material within the device. The resistance was felt at the hub of the device. A synchro2 guidewire was used successfully with the concomitant device prior to the encountered resistance. The microcatheter (mc) did not kink or bent. There were no procedural delays due to the event.